Event description:
It was reported that the patient¿s pump had been alarming since late on the night of (B)(6) 2014; telemetry confirmed that a critical alarm occurred. It was noted that ¿reset occurred ¿ low battery¿; safe state occurred; also reported as ¿pump failed.¿ the patient had no MRI (magnetic resonance imaging) or other procedure associated with the issue. Troubleshooting was discussed and the patient was referred to their hcp (healthcare provider) for recommendations and options. The hcp believed the pump was alarming because it was ¿dead (due to the recall).¿ the patient was noted to have been in extreme pain that started on (B)(6) 2014, and was given 4 mg of oral dilaudid. The patient had seen their hcp on (B)(6) 2014, and a return of symptoms was noted; the patient had to pick up a prescription, since the pump was dead. It was noted that the patient had just had a refill, and that the hcp was unable to turn the pump alarm off, because the pump was malfunctioning. The pump was being used to deliver hydromorphone 5 mg/ml at ¿s.c. 0.6 mg to min rate 0.3 mg/d.¿ on (B)(6) 2014; it was further reported that the patient was hearing the alarm every 5 minutes (also reported as every 6 .5 minutes) or so, despite programming the critical interval to 2 hours, and the non-critical to 6 hours. The pump was reported to be at a minimum rate (also reported as ¿pump was in safe mode¿ and ¿the pump was still leaking a little medication¿), and the patient was¿being given medications by other means.¿ the patient was again redirected to their hcp. The pump was noted to be infusing dilaudid (hydromorphone) 5 mg/ml at 0.7009 mg/day. On (B)(6) 2014, it was further reported that the hcp decided to program the pump to an offstate, because the pump alarm continued to sound, despite programming changes to silence it. A pump replacement consult was scheduled for (B)(6) 2014, with a possible replacement date of (B)(6) 2014; the patient did not want to hear the alarm for that timeframe. The pump was being used to deliver hydromorphone 5 mg/ml at ¿s.c. 0.6 mg to min rate 0.3 mg/d.¿ it was further noted that the patient had an appointment with the surgeon on (B)(6) 2014. The outcome was still in question at the time of the reports; further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent. [There was additional information reported that was not relevant to this event and therefore was omitted; see manufacturers report number 3007566237-2014-03263].

Manufacturer narrative:
Analysis of the pump revealed a motor feedthru anomaly, specified as shorting across the insulator.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2009, product type: catheter. (B)(4).

Event description:
Additional information received reported the patient was taking percocet 10/324 orally at the time of the event. It was reported that safe rate did not occur while updating the pump or while a flex bolus was in use. There hadn¿t been any electromagnetic interference (emi) or an MRI associated to the safe rate either. It was unknown to the health care provider (hcp) if the battery was depleted and it was further specified the eri date (elective replacement indicator) was at 17 months. The pump did not reach eri or eos (end of service). The hcp didn¿t know if the pump had been explanted or replaced. In terms of what troubleshooting had been done, it was noted the device manufacturer customer service had been called and pump logs were reviewed. It was confirmed the pump was turned off. In terms of how the patient was now doing, it was noted they had been referred to a surgeon for replacement and put on oral medication. No further information was provided.

Manufacturer narrative:
(B)(4).

Event description:
It was later reported that a non-critical low reservoir alarm occurred. It was noted that the patient ran their pump dry and did not go in as scheduled for a rotor dye study. The actions required as a result of the event included pump replacement that occurred on (B)(6) 2014. The patient's status at the time of report was alive - no injury.